Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced interrogation difficulties. Technical services (ts) was contacted to page the local field representative. The crt-d system remains in service. No adverse patient effects were reported.